Event description:
The patient was in for removal of fractured vena cava filter. Patient had previous heart surgery to remove part of the fractured device (according to chart at another hospital) and had 2 more fragments in right and left chest that are to remain. The vena cava filter was removed via abdominal surgery. Per previous record, the device was a bard, g2 express filter, catalog rf400f, and placed by another hospital. The patient was discharged to home.